Event description:
On (B)(6) 2013, the pt was implanted with a gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. It was reported that the physician had difficulties advancing a gore dryseal sheath. It was reported that since there was no resistance when the dilator was advanced, the physician decided inserting the delivery catheter of the gore tag thoracic endoprosthesis without the introducer sheath. Also, the physician acknowledged that the sheath access was difficult since the access vessel was 6-7.5mm diameter while the outer diameter of the sheath was 7.5mm. It was reported there was some resistance felt when the delivery catheter was advanced as well as withdrawn. After the device was deployed and the catheter was being withdrawn, the physician noticed a piece of intima on it's distal portion. An angiography revealed a rupture of the left external iliac artery. A metallic stent was implanted to repair the trauma. Final imaging showed exclusion of the rupture. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device is being conducted.